Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at a device check, the device showed an impedance of >9999 on the ventricular lead and loss of capture. All the leads tested within normal limits. The device was replaced. No patient complications have been reported as a result of this event.